Event description:
I had the essure implanted on (B)(6) 2006, began having massive very heavy and frequent menstrual, sharp pains, headaches, fatigue, hair loss, had gall bladder removed, moody, nausea, etc. On (B)(6) 2013, had exploratory surgery and one spring was almost all the way out of the tube and one was half way out, the doctor removed both springs, endometriosis, cysts, and fixed bowels. Since removal all of the symptoms are gone, menstrual is once a month and at most 5 days long, and they are light with barely any pain.

Event description:
Additional info received from the reporter on (B)(6) 2014: I had observatory surgery (B)(6) 2013 . The dr had removed essure that was perforated through my tubes. I was feeling better but began feeling ill again around the end of (B)(6) 2013. I have had an x ray showing fragments in my abdomen. I am feeling fatigue, abdominal pain, hair loss, muscle and joint pain amongst other things. I am going to be seeing another gyn. I will most likely need another surgery. (B)(4).